Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Date sent to the FDA: 06/22/2007.

Event description:
It was reported that a patient underwent a sling procedure in 2007. With the mesh in place, during the cough test, the surgeon was unable to achieve continence during the procedure. The surgeon attempted several times to push the inserters further in and could not improve the situation and the patient continued to leak significant amounts of urine. The surgeon removed the device entirely and completed the procedure using a different type of sling device. The surgeon stated that the patient had low mobility with her urethra and that anatomical differences may have also been related to the event. He further stated that even when placing the alternative product, he experienced more difficulty than usual during the tensioning adjustment stage of the procedure.